Manufacturer narrative:
Product evaluation: the customer indicated the use of cartridge, handpiece and viscoelastic which are qualified for use with the reported lens model. The product investigation could not identify a root cause for the reported capsule compromise. Specific information has not been provided in relation to the nature of the compromise. A malfunction has not been indicated against the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported a compromised capsule during an intraocular lens (iol) implant procedure. The iol was removed and replaced with an anterior chamber lens. The lens is not available.